Event description:
According to the reporter, during a sleeve gastrectomy, the device's jaw broke. It did not come into contact with other device and the pieces were removed from the patient's body. X-ray was not performed to retrieve the disengaged piece. They took and used another device from the same reference and lot number. There was no patient injury. No further information available.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection showed that the jaw was broken. The reported condition was confirmed. The jaw was found to have fractured. The jaw fracture requires a large external force. The jaw damage is consistent with inadvertently grasping on a hard object. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. The provided lot number indicates that this product was manufactured in shanghai. The appropriate personnel have been contacted and the manufacturing non-conformance search results will be recorded in the DHR task. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's jaw broke, it did not come into contact with another device, the pieces were removed from the patient's body. They took and used another device from the same reference and lot number. There was no patient injury.